Event description:
Case description: investigation result: name of the suspect: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following, investigation results updated. Relevant information updated in EU/ca tab annex b, c, d and g were added in device addendum narrative was updated accordingly. Final manufacturer's comment: 15-jun-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary: name of the suspect: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood glucose [blood glucose increased]. Insulin could not be injected [device failure]. Frequent breakage [device breakage]. Patient did not follow the instructions about handling [wrong technique in product usage process]. Case description: this serious spontaneous case from china was reported by a consumer as "high blood glucose(blood glucose increased)" beginning on (B)(6)2023, "insulin could not be injected(device failure)" beginning on 07-feb-2023, "frequent breakage(device breakage)" with an unspecified onset date, "patient did not follow the instructions about handling(wrong injection technique)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used-34 iu, qd (12 u in the morning, 10 u in the evening, and 12 u in the evening)) from unknown start date and ongoing for "type 2 diabetes mellitus". Dosage regimens: the patient's height, weight and body mass index were not reported. Current condition: type 2 diabetes mellitus (for more than 20 years), fundus hemorrhage, hypertension , rheumatoid arthritis. Concomitant products included - basalin(insulin glargine), on (B)(6) 2023, due to the breakage (reported as frequent breakage) of the novopen 4 the insulin could not be injected which led to increase in blood glucose and fasting blood glucose was 7-13 mmol/l. It was reported that the patient's daily blood glucose was also poorly controlled. It was additionally reported that the patient did not follow the instructions about handling. On (B)(6) 2023, the patient was hospitalized for 10 days due to high blood glucose. The patient was discharged on (B)(6) 2023. Treatment details was not reported. The daily blood glucose was still poorly controlled after hospitalization patient denied administering the product at the site of lumps and reported that the suspect product was properly stored and there was no change in diet/omitted meals, physical activity. The patient was using novorapid for 3 years. Currently, injection of novorapid remained unchanged. And the patient purchased a new novopen for use batch number of novopen 4 was requested and not available. Batch number of novorapid requested. Novorapid: asku action taken to novorapid was reported as no change. The outcome for the event "high blood glucose(blood glucose increased)" was not recovered. The outcome for the event "insulin could not be injected(device failure)" was not reported. The outcome for the event "frequent breakage(device breakage)" was not reported. The outcome for the event "patient did not follow the instructions about handling(wrong injection technique)" was not reported. This case was re-classified from non-serious to serious on (B)(6) 2023 due to the addition of hospitalization seriousness criteria for the event blood glucose increased.